Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. It was noted that customer used electrosurgical unit model name: vio3. As stated in the vio3 instruction manual, the high-frequency voltage for spray coag is '3800¿4300 vp,' which aligns with the product's specifications. However, since the electrosurgical unit is not manufactured by olympus, it is not recommended for use with this product. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the detachment of the distal end is inferred to have occurred due to the following mechanism. 1. During the procedure, the discharge volume likely increased due to factors such as prolonged energization time. 2. The discharge applied localized high heat to the cutting knife, which likely weakened its strength. 3. The cutting knife, weakened from a loss of strength, broke and detached due to the physical stress applied during contact with tissue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer indicated that the knife tip detached approximately five minutes after the mucosal incision began, with the distal tip becoming red hot multiple times during the submucosal dissection before deforming and detaching. The detached tip was later found inside the distal end cap but was not initially noticed during the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
While under sedation during a peroral endoscopic myotomy as soon as the pocket was made and the cut was started, the knife was severely burned and the tip fell off into the patient's esophagus, and it took about 20 minutes to retrieve it with a forceps. An additional CT scan was completed to check the patient and the procedure was completed using a similar device. There was no patient harm reported.